Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed that the patient's carelink account was set to inactive status. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: patient account "was inactive and has not uploaded since 2011. I have reactivated the account, please advise patient to login, accept any necessary consents and attempt to upload through their preferred method. The root cause was a inactive carelink account. No logs or evidence of a carelink fault or error found. Helpline confirmed issue resolved for patient and care partner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on unable to login to carelink and experienced no communication between the carelink to mobile device. The customer reported no adverse event. The event involved product(s) mmt-6112 and mmt-7333. Troubleshooting was performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. The customer was unsuccessful in logging in to carelink personal. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6112. Product return is not applicable for mmt-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed that the patient's carelink account was set to inactive status. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: patient account """" was inactive and has not uploaded since 2011. I have reactivated the account, please advise patient to login, accept any necessary consents and attempt to upload through their preferred method. The root cause was a inactive carelink account. No logs or evidence of a carelink fault or error found. Helpline confirmed issue resolved for patient and care partner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.